Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open in the proximal and middle sections and could not be recaptured in two different phenom microcatheters. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left cavernous internal carotid artery (ica) with a max diameter of 6mm and a 8mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The access vessel was the ica with a diameter of approximately 5mm. There was no treatment of the aneurysm, no rupture or thrombotic complications, and the procedure was abandoned. It was reported that 2 pipelines failed to deploy and could not be recaptured. The pipelines distal, middle and proximal sections were positioned in a bend. More than 50% of the pipelines were deployed when they failed to open. The pipelines were resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipelines were removed by pulling back into the sheath partially deployed as they could not be captured. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a sheath, guide catheter, and phenom27 microcatheter. Additional information received reported that there were no new symptoms, and the patient was treated with a vantage later on. The cause of the pipeline failure to open/recapture was not determined, but it was suspected to be due to microcatheter issues.